Event description:
Cataract surgery while surgeon using alcon legacy 20000 he stated the phaco handpiece was building up heat thus clouding the insertion site, the cornea. Handpiece was removed from eye and another handpiece was introduced to the sterile field. The remaining procedure was uneventful. Pt was seen by physician the next day post-op and he stated the cornea was clear at that time.